Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displays blue screen. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d4; d8; d9; e1; g3; g4; h2; h3; h6 and h11 corrected fields: e1 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image disappears; poor contact of rx module (printed circuit board). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor contact of rx module (printed circuit board). The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.